Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering was able confirm the complainant's experience of a bent cannula and obturator. Cracking was noted on the obturator near the location of the bend. No pieces of the cannula and obturator were observed to be missing. The wall thicknesses of the cannula and obturator were measured and were found to be within specifications. Based on similar events, it is likely that the cannula and obturator were bent due to high insertion forces. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.

Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: laparoscopic peritoneal dialysis catheter insertion. Event description: 1st cer: 2017-0802, 2nd cer: 2017-0803. Doctor was performing this procedure. He tried to introduce this port as his primary trocar insertion. The patient had a thick abdominal wall (estimated 5 cm.). The trocar got through the anterior fascia and other layers fine but got resistance at the posterior fascia. Doctor continued to try to enter when the cannula and obturator bent in half. He tried a second trocar with the same result, then he broke scrub to try to find a different trocar or another solution. The dir. Of surgical services advised him they have no other option and to try again, which he did and was able to enter the fascia and peritoneum, and the procedure then proceeded as planned. Doctor feels this issue resulted in over ten minutes of increased procedure time and "extra holes in the patient's fascia". Additional information received via telephone from sales rep on may 3, 2017 - it was described that a 10-2 motion and proper technique were being used. It is unknown if the doctor bent the products more the after procedure. Type of intervention: na. Patient status: no patient injury. The patient is recovering as expected.